Event description:
It was reported that an ilet user wearing a dexcom g7 experienced repeated pairing failures between the cgm and the ilet, which led to an enter bg/cgm dosing stopped alert and a temporary suspension of automated dosing; the user had entered an incorrect sensor code, after which a sensor change and re-pairing were completed, and a fingerstick value of 314 mg/dl was entered to resume dosing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet due to intermittent communication failure, with device components implicated in the electrical and magnetic domain including the antenna. The user¿s blood glucose decreased to 167 mg/dl after manual entry and resumption of dosing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.